Manufacturer narrative:
The data files and balloon catheter, afapro28 with lot 57839 were returned and analyzed. The data files confirmed system notice 50005, indicating that the safety system detected fluid in the catheter and stopped the injection and 50032, a system notice indicating that the safety system detected a compromised outer vacuum. The returned catheter failed the performance test because the confirmed system notice of 50005 appeared during the integrity test. Smart chip verification indicated the catheter was used for six applications on the date of the event. Visual inspection of the catheter showed that the device was intact with no apparent issues. The dissection test showed a kink on the guide wire lumen at 1.16 inches from the tip of the catheter. The pressure test showed a breach through the kink on the guide wire lumen. Additionally, a leak was confirmed through the inner balloon. In conclusion, the balloon catheter failed the returned product inspection due to the kink and breach on the guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
Correction: e2 if information is provided in the future, a supplemental report will be issued.